Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and damage on the insulin pump. The customer's blood glucose reading was almost 600 mg/dl. The customer changed the pump out and had some insulin left out. The customer's first blood glucose was 520+ mg/dl and the next was 580+ mg/dl. The customer reported that the top layer of the reservoir compartment is broken off. Customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, broken belt clip slot and cracked battery tube threads.